Event description:
It was reported that during a laparoscopic hysterectomy, the jaws did not open after the 4th stroke of the 1st firing. The fired tissue fell out from the jaws without opening. There was no damage to the tissue. The target tissue was regular. There was no unexpected noise or resistance while closing and firing. A blue cartridge was loaded on the device. Reinforcement material was not used. The deployed staples were proper b-formed. After removing the device, it was found that the arrow of knife was opposite direction (toward the forward) and there was no feedback of grasping the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: you stated that the jaws of the device did not open after the 4th stroke of the 1st firing. Did the jaws eventually open and the device was removed from the tissue (you stated the staples were b-formed). ---as we informed, the fired tissue fell out from the jaws without opening it. Did the knife make it to the home position (you stated the arrow of the knife was opposite direction, toward the forward)? ---the information was not provided from the hospital was the device fired over an existing staple line or clip? -no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and with the left cartridge tab broken. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse feature worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.